Event description:
It was reported in a literature source that the patient had developed an infection six months post op. Devices were removed during an arthroscopically assisted procedure that included wound and intra-articular wash out and debridement. Patient remained asymptomatic after surgery. Ac joint remained in reduction and clinical outcome was not different from remaining patient study group.

Manufacturer narrative:
The device was not available for evaluation therefore the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. This device is supplied sterile. There has not been any previously reported infection cases for this device. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. An attempt will be made to contact the author through the publisher for further event information. If additional relevant information is received, a follow-up report will be submitted. (B)(4)